Event description:
Per report received from japan, a patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. A 14fr esheath+ (esp) was inserted from the left lower artery without difficulties, and balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon catheter. When inserting a ds, strong resistance was felt, and the esp came out from the access site toward outside of the patient's body. Since the doctor tried to insert the ds with one-third of the fully expandable part of the esp was outside of the patient, the esp and ds were bent. Then, the doctor advanced the esp and the ds together, the devices were inserted into the patient and the ds could be passed through the esp. Afterwards, the ds could not be advanced from the descending aorta, and transesophageal echocardiography (tee) revealed vessel stenosis. Since false lumen was observed, aortic dissection was suspected. Since the ds could not be advanced any further, the ds and the esp were removed as a unit. The doctor replaced the tavr kit with a new one and completed the procedure. When inserting the 2nd esp, no difficulty was encountered. After removing the device from the patient, angiography revealed a large aortic dissection from the left common iliac artery (cia) to descending aorta. Since it was retrograde dissection with entry on the cia, emergency intervention was not performed, and the patient left the operation room under intubation. Per doctor-s comment, since there was calcification on the left cia, the esp might be caught on the calcification. Per reporter-s (ew clinical specialist) comment, there is a possibility that the esp was not fixed properly, thus that situation might have led to that the esp came out from the access site. Additionally, the dissection might be caused by advancing the device after part of the esp came out from the patient's body. It is unknown if there was liner tear on the withdrawn esp, and whether the seam of the esp expanded properly or not. As far as the reporter could see, liner puncture was not observed. As per follow-up in formation, the ew device was inserted from the left side vessel. It was unknown at what point in procedure did the dissection occur. However, per medical opinion, it was considered that the dissection occurred when the esp and the ds were advanced together after part of the esp came out from the patient's body. The customer suspected that the aortic dissection was caused by the seam of the esp. The patient was discharged with their intima of aorta being damaged. Intervention for the aortic dissection was not performed since there was a possibility that the blood flow in renal artery was interfered if stent was placed. Hospitalization was prolonged about 5days due to this event.

Manufacturer narrative:
Investigation is ongoing, per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors (esheath getting caught on calcification and advancing the device after part of the esp came out from the patient's body) and or patient factors (calcification on the left cia). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: curvature noted on proximal sheath shaft consistent with the report of "one-third of the fully expandable part of the esp was outside of the patient, the esp and ds were bent." However, no kink or stress marks were noted on the shaft, suggesting that bending only led to the seen curvature; sheath liner expanded and tip opened as designed; scratches present on the distal shaft/soft tip as well as soft tip damage. Due to the state of the returned device (liner expanded, tip opened as designed) no functional testing was able to be performed. The complaint was confirmed through visual examination. No applicable dimensional testing was able to be performed. The complaint for "difficulty advancing through sheath and introducer" was confirmed based on evaluation of returned device. A review of the DHR and lhr did not provide any indication that the malfunction could be related to an edwards manufacturing deficiency and was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. Per the event description, "when inserting a ds, strong resistance was felt, and the esp came out from the access site toward outside of the patient-s body- and the doctor tried to insert the ds with one-third of the fully expandable part of the esp was outside of the patient, the esp and ds were bent." Evaluation of returned device revealed that the sheath had been expanded as designed. However, curvature was noted on the proximal sheath shaft, likely due to the sheath not being fully inserted into the vessel during system advancement. Per the training manual, "ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries)." Incomplete sheath insertion could contribute to instability during system advancement, leading to increased resistance and/or causing the user to torque the sheath. In addition, it was noted that the issue resolved once the sheath was re-positioned deeper into the vessel by "advancing the esp and the ds together." As such, available information suggests that use error (failure to follow instructions, incomplete sheath insertion) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.